Manufacturer narrative:
Analysis of the pump identified wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had experienced intermittent fluctuations in their therapy. There were no environmental/external/patient factors reported. There were no motor stalls on the logs, the patient stated they have had two dye studies in the past with no evidence of any kinks or leaks. It was reported the issue was resolved at the time of the report. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Additional information was received from a consumer on (B)(6) 2019. The patient reported that they had nothing but problems with the pump and requested a discount on the replacement pump. The patient reported that they had been having recurring issues with withdrawals due to the pump or the catheter. The patient was scheduled to have the pump removed early due to this issue of recurring withdrawals. The pump was scheduled to be replaced on (B)(6) 2019. The product was to be returned and sent back for analysis. According to the patient, these issues began approximately 3 months after the pump was implanted. The patient noted that they have twitching of the leg and their whole body shakes. Additionally, the patient could urinate fine on medication but could not urinate without medication. The patient noted they had always been on a low dose. In 2013, the patient had the pump tested, but was told that the pump was working as it should. A couple of years prior to the date of the report, the patient again had their healthcare provider (hcp) test the pump and perform a catheter study. Everything was working as it should. According to the patient, "they tell [them] everything is fine as they witness [the patient's] body shaking and [the patient] going through withdrawal. The patient reported that they were going though withdrawal and are not getting any pain relief, which indicated to them that their pump and/or catheter are not working as they should. The patient stated that the pump turned on and off multiple times which the patient knew because they would go through withdrawal, but the pump was showing that it was working as it should when it was checked. The patient had reportedly been weaning themselves off of the pump medication in hopes of not needing the pump, but their pain level is much too high and their quality of life is poor without the pump. The patient spent the last 4 months going through withdrawal only to decided that they should get the pump replaced due to not being able to handle the pain level. The patient also noted that they had seen on the internet a "ton of recalls" on the pump and was upset that they weren't notified. The patient could not recall what the recalls were about. According to the patient, a mdt representative was made aware of the pump/catheter and withdrawal issues at the pump replacement meeting about 2-3 months prior to the date of the report. The patient informed the rep that they wanted a discount on the pump but the rep informed the patient that they have nothing to do with billing and will need to make a report. The patient's pump contained 2.0 mg/ml of hydromorphone at 0.1100 mg/day and mentioned the number 0.0046 but was not sure what that measurement was referring too. No further complications were reported.